Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and there was blockage in the cartridge, however, the customer declined to complete troubleshooting. Customer changed cartridge and resumed insulin therapy. Customers blood glucose was approximately 200mg/dl.